Manufacturer narrative:
Malfunction was verified. Shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was 67-97 mg/dl. Customer will continue to use the pump for insulin delivery.